Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that for a long time their implantable neurostimulator (ins) implant site burned since implant on (B)(6) 2015. It no longer had the intensity it used to have, but the patient still felt it sometimes. The patient tried increasing stimulation to 1.2v in late (B)(6) 2015, but when they did they had bleeding. The patient turned it down to 1.0v and the bleeding stopped. The patient experienced a loss or change of therapy in (B)(6) 2016. The patient¿s bladder symptoms got better after implant and the patient went from going 30 times a day to 8 to 10 times a day, but now their frequency and leaking had come back. The patient¿s symptoms had returned and they wanted to change programs. The manufacturer representative gave the patient instructions to stay on program 2 and if that didn¿t work it was ok to change programs, but they should call first. The patient felt stimulation and therapy was on, set on program 2 at 1.4v. The patient tried stimulation higher and lower from 0.9v to 1.4 and felt stimulation in their left testicle and at the end of their penis. If the patient increased to 1.4v on program 2 it was uncomfortable. The patient changed to program 3 at 1.1v and stimulation was comfortable and the patient felt it in the correct area. The patient experienced back pain on (B)(6) 2016 after switching to program 3. The back pain got to the point where the patient couldn¿t walk or stand. The patient turned their implant off and started using a heating pad and massaged their lower back to help with the pain. Their back got better so the patient decided to turn their implant back on. The patient was on program 3 at 0.5v when the back pain returned. The pain was more manageable compared to when they were at 1.1v. The patient started to leak while they were heading to the bathroom on (B)(6) 2016. The patient changed to program 4 at 0.5v and felt comfortable stimulation. The patient would have a follow-up appointment on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.